Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included gallstones in (B)(6) 2011 and morbid obesity. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("bleeding (menorrhagia)"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced feeling abnormal ("hormonal changes describe: brain fog") and mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced acne ("rashes or skin conditions type: acne"). In (B)(6) 2013, the patient experienced gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced urinary tract disorder ("urinary problems or changes") and bladder disorder ("bladder problems or changes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and pollakiuria ("bladder frequency"). The patient was treated with bupivacaine (marcaine), ciprofloxacin hydrochloride (cipro), ibuprofen, medroxyprogesterone acetate (depo provera), omeprazole (prilosec), ondansetron (zofran), paracetamol (tylenol), terazosin hydrochloride (terazol), triamcinolone acetonide (kenalog) and surgery (bilateral salpingectomy, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, feeling abnormal, mood swings, vaginal haemorrhage, urinary tract infection, vulvovaginal mycotic infection, depression, urinary tract disorder, bladder disorder, headache, dyspareunia, fatigue, allergy to metals, weight increased and gastrooesophageal reflux disease outcome was unknown, the menorrhagia, nausea and abdominal pain had resolved and the acne, migraine, dysmenorrhoea and pollakiuria was resolving. The reporter considered abdominal pain, acne, allergy to metals, bladder disorder, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrooesophageal reflux disease, headache, menorrhagia, migraine, mood swings, nausea, pollakiuria, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. On (B)(6) 2015- bilateral salpingectomy, and on (B)(6) 2018- total hysterectomy (uterus and cervix removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs was received. Reporter information updated, previously reported event "injury" was updated to "perforation (fallopian tube(s))", new events: "hormonal changes describe: brain fog, abnormal bleeding (vaginal), bleeding (menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, infection (bladder/ urinary tract/vaginal) type: yeast, psychological or psychiatric problems condition: depression, rashes or skin conditions type: acne, urinary problems or changes, bladder problems or changes, migraines, headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, nickel allergy, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: acid reflux, hormonal changes describe: mood swings, abdominal pain, bladder frequency, she did not undergo an essure confirmation test" treatment drugs and medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.